Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2017, the patient underwent surgery and was implanted with unknown mountaineer screws at c3-c7. In 2018, the patient underwent revision surgery to include c2 and fusion from c2-c7 using unknown post spine screws from a competitor. On an unknown date in 2019, the patient experienced pain the area of c3. Imaging performed in 2019 shows broken unknown mountaineer screw at c3. There is no revision surgery scheduled. There is no further information available. This report is for one (1) unknown screws. This is report 1 of 1 for (B)(4).